Event description:
It was reported that during an un-specified procedure, the 4.0 x 33 mm xience xpedition stent delivery system (sds) was advanced without issue. The stent was implanted at 10 atmospheres (atm) and the sds balloon was fully deflated. During removal, resistance was noted with the guiding catheter. The trek balloon catheter was then used for post-dilatation at 18 atm successfully; however, during removal, resistance was noted with the guiding catheter. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device from the guiding catheter post-deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.